Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: white floating debris observed in 500 ml normal saline bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample spiked on a 500 ml baxter bag of 0.9% nacl, and one (1) terumo syringe filled with saline was also included. The saline bag and syringe were examined for particulates. No particulates were noted. The spike was also removed and found to be in tact. The returned samples were visually inspected and found to meet specifications. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.